Manufacturer narrative:
(B)(4). This complaint for problem code connection issue for not spiking the heater bag properly was not confirmed due to a lack of sample. The lot number is unknown; therefore a batch review was not performed. Root cause was determined to be user error due to the patient not checking all connections are secure before beginning therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) regarding a check lines & bags alarm that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) advised the home patient (hp) to push in spike to heater bag and twist. The hp stated that the heater bag was not properly spiked. The restarted the prime and stated that she would call back if problems persist. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the hp on (B)(6) 2010 regarding the heater bag not being properly spiked, the hp reported that there were no defects on the supplies, and added that she must have not been paying attention when spiking. The hp stated that she had not discarded the cassette yet, but was unable to retrieve the lot number. The hp confirmed that she did not have any injury or harm as a result of this incident. Upon informing her that baxter would be sending her a return kit to retrieve the cassette for evaluation, the hp refused to return the cassette. The hp stated that she is fine, and that there was nothing wrong with the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Customer refused to return the sample. A follow-up report will be filed should any necessary supplemental information become available.